Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Fluid flowed freely through the complete fluid path during fluid path testing. Leak testing revealed a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when this damage occurred. The download data contains no timeouts or drive stalls indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies were found that would prevent the delivery of insulin. The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted after opening the pod. Score marks were observed on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. This misalignment prevented the needle from fully retracting into the pod housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.